Event description:
End user was at their residence using the crutches due to their recent foot surgery, which included a wire set up. While in use, the crutch tubing broke through the tip and got caught on the carpet. This caused the end user to fall; the wire ended up in a position where additional surgery was needed to pull it out and be reset.